Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port was loose. There was no reported adverse impact to the customer blood glucose. Reportedly, the customer continued to use pump for insulin therapy.